Event description:
Pt thinks they might have been injured by this device. Is not sure if this device was used on them or not. Pt is experiencing muscle, bone and nerve pain after seeing a physician who uses this device in his practice.